Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified radial collateral vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.